Event description:
Edwards received notification from australia that an 86-year old patient with this valve model 7300tfx27, implanted in mitral position, underwent a valve-in-valve intervention after an implant duration of 11 years and 1 month due to calcification leading to leaflet movement restriction, moderate stenosis and severe regurgitation (mean gradient of 11mmhg). The patient was admitted to the hospital approximately 7 months prior to the re-intervention due to a pleural effusion and an elevated systolic reading of 200mhg, potentially related to the valve dysfunction. The patient presented with heart failure prior to the intervention. A 29mm transcatheter valve was successfully implanted within the edwards surgical valve. The patient was noted as to be discharged home 2 days after the procedure with no issues.

Manufacturer narrative:
H11: additional manufacturer narrative: this report serves as both the initial and final medical device report (MDR), incorporating the findings from the investigation. The device was not returned to edwards for evaluation as it remains implanted. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Svd commonly occurs with a considerably increased rate after 10 years. Prior investigations and extensive literature review have shown that it is predominantly related to patient factors and implant duration rather than to manufacturing issues. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the most likely cause is patient factors, including an implant duration of 10 or more years. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.